Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, patient underwent posterior spinal fusion surgery at th11-l4 levels for l2 burst fracture in other hospital. Post-op, screw loosening and rods dislocation were observed. Revision surgery was operated to remove all screws and replace new implants (lamina hook at t11 and t12, f4.5&#1524;0&#61877;.5&#1524;0 at l1&#61877;.5&#1524;0&#61878;.5&#1524;5 at l3, f5.5&#1524;5&#63503;ffset hook at left l4, f6.5&#1524;5 at right l4 and ha stick were used for all place). Product came in contact with patient. The 6 screws were found to be loosening. The used rods are two 6.0mm ti alloy rod lined 50cm which were cut about 20 cm. The surgeon reportedly told that he planned to insert screws of one size larger with a slightly changed trajectory and see its effect. The use implants were disposed at the hospital.